Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site 19 fracture at the neck portion and it was removed. In an additional apportionment a new implant was placed together with a sinus augmentation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d4: unique identifier (UDI) number changed to unknown. One tapered screw-vent dental implant (tsvmwb11) was not returned for investigation. Other products (abutment and crown) were returned. There were no allegations against the returned products. Therefore, this investigation was conducted only on the implant using applicable instructions for use, risk files and other information. Functional testing could not be performed since the implant was not returned. Device history record (DHR) review for the lot (62284002) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (62284002) for similar events/complaints and no other complaints were identified. Therefore, based on the available information, device malfunction and the reported event could not be verified since the implant was not returned.